Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had gone offline due to a cut power cable. A field service engineer swapped a power cable from another device, as no replacements were available. After restoring power, all drawers remained off the bus. The fse removed a communication sled from an unused device and installed it on the affected unit. All drawers came back online, and the customer confirmed the repair was successful. However, the damaged ethernet port in the customer¿s wall prevented login access for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline. The customer reported that the station turned off automatically after the inventory count/refill. The customer also tried plugging it into a different power outlet, but it still failed to turn on. However, there were no delays or adverse events or injuries reported based on this event.